Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were abundant throughout the sample and the extension tubing markings exhibited wear. The sample was received in two segments which shared a complete break at the 11 cm depth marking. The distal segment terminated between the 32 cm and 33 cm depth markings. A longitudinally aligned split was observed at the 7 cm depth marking. An attempt to infuse water through the sample using a 12 ml syringe revealed both lumens to be patent to infusion; however, during infusion through the red-luered lumen, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed a granular fracture surface. The split edges curved slightly inward. The catheter wall appeared to be thinned at the split edges. The catheter wall thickness near the split was measured using a toolmakers microscope and was found to be within manufacturing specifications. The split characteristics were consistent with damage caused by over-pressurization of the catheter (burst damage). Burst damage can occur due to flushing against an occlusion, use of a too-small syringe or a malfunctioning infusion pump. The product IFU states ¿warning: exceeding the maximum power injection flow rate or setting the power injector pressure limit above 300 psi may result in catheter failure and/or catheter tip displacement¿ ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales representative that they have had an event where a PICC ruptured. The device was used on a patient but no other information has been provided by the complainant. No patient injury was reported. On 02/03/17 - engineers noted that the PICC returned for evaluation showed a subcutaneous leak.